Event description:
Customer is stating that the safetyglide safety shield is getting stuck upon pushing up to activate, not allowing the shield to properly cover the needle. (B)(6) 2025. Cat provided : 303327 lot provided: 4036010e lot number 4036010e links with cat 328446.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.